Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 21514416, artg #: 218230.

Event description:
It was reported that the patient was no longer receiving relief from the scs system and believed it never helped. The physician explanted the devices and the patient was doing well post-operatively.